Event description:
My mother had reconstructive bladder surgery at (B)(6) on (B)(6), 2008. The surgeon used a mesh implant. In (B)(6) 2011 my mother started to complain about constant pressure on her bladder. In (B)(6) 2012, I went to an appointment with my mother and her new urologist at the senior home where she now lives, and he stated unequivocally that her bladder had fallen and was now out of place.